Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 90 mg/dl. Reportedly, customer inadvertently entered the carbohydrates as the bg in the bolus menu. Bg was treated with carbohydrates and glucose shots. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.